Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had incorrect reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).

Event description:
Customer calling concerned with high results. Customer states that his normal blood result is usually 98/145 mg/dl but lately all the results are in the 400's. Customer test 4 times a day and is on two different insulin. Check memory and the time and date is not set correctly. Customer does not trust the meter and wants to get it replace. Medical attention needed: no. Expected results: (B)(6). Reviewed meter memory: (B)(6). Customers concern: customer is concern with blood result of 499 on (B)(6) 2015 7:03pm. No adverse event reported.